Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device.the customer informed the technician that the device was warming slowly but the technician was not able to confirm the reported issue. The device was working within specifications. Functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not warming during maintenance. There was no patient involvement.